Manufacturer narrative:
During device evaluation at olympus, it was found the image was defective due to a humid connector. In addition, evaluation found the air valve unit leaked, the adhesive of the bending section cover came off, the switch contact of the control unit malfunctioned, the scope connector cover was broken, the scope connector was corroded, the scope board was corroded, the flexible printed circuit board was defective, and the plug unit was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a e315 unsupported scope error message and the processor did not read the device. The issue occurred when preparing the scope for use. Another device was used to complete the procedure. The procedure was delayed. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a bad electrical contact of the circuit board in the scope connector may have occurred by influence of water which invaded the device from a leakage point. As a result, temporary occurrence of the suggested events occurred. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". Olympus will continue to monitor the field performance of this device